Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #:(B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that during a revision procedure, the patient experienced atrial fibrillation. The physician believed that the event was not device related. The patient was discharged with a monitor.

Event description:
A report was received that during a revision procedure, the patient experienced atrial fibrillation. The physician believed that the event was not device related. The patient was discharged with a monitor.

Manufacturer narrative:
Additional information was received that the patient started to experience atrial fibrillation after the anesthesia was given.